Event description:
In 2009, the lay user/pt contacted lifescan alleging the one touch ultra link meter does not turn on. The medical surveillance specialist reviewed the customer care advocate (cca) documentation. This complaint is being reported because the meter does not turn on when inserting the strip all the way into the test strip port. The pt mentioned that his tongue was tingly, felt tingly all over, and was lightheaded, which she attributed to high blood sugar. The product did not cause or contribute to a serious injury because the pt's symptoms are not indicative of an acute, serious diabetic injury. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.